Event description:
It was reported to boston scientific corporation, that a injection gold probe was used during an esophagogastroduodenoscopy (edg) procedure on a male patient (patient age unknown). According to the complainant, during the procedure, the device did not generate cautery. The bipolar tip did not work. The procedure was completed with another injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.